Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm and 12atm accordingly within 10 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.